Event description:
It was reported that the pt received several inappropriate shocks, due to oversensing from the lead,. During the revision of the lead, it was confirmed to be damaged. The lead was explanted.